Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br blood specimen tube the stoppers are popping off in the centrifuge and during transportation. The following information was provided by the initial reporter. The customer stated: ¿customer reports stoppers are popping off in centrifuge and also during transportation.¿

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off and stopper creepout with the incident lot was not observed. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off or stopper creepout as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off or stopper creepout. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br blood specimen tube the stoppers are popping off in the centrifuge and during transportation. The following information was provided by the initial reporter. The customer stated: ¿customer reports stoppers are popping off in centrifuge and also during transportation.¿